Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery needed to be changed frequently. Patient stated that the battery type matches the battery setting in the pump. Review of alarm history showed multiple low battery and replace battery alerts over a two month time period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.